Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra valve, unusual push force was observed during insertion of the delivery system and the valve through the esheath. The team was able to continue through with additional push force. The valve was deployed successfully, however, upon removal of the esheath, there was a significant opening at the distal end and a dissection of the esheath. There were no vascular complication was observed and the patient is doing well.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. However, a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Device pictures were provided and shows the condition of the device after being used in the procedure. The sheath was fully expanded as designed, but the distal tip appears to be torn and still attached to the distal end of the sheath. The following instructions for use (IFU) were reviewed, as no work order was provided, the documents that were reviewed were the revisions released closest yet prior to the procedure date (08-feb-2022): esheath IFU, commander delivery system IFU, preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for and difficulty advancing through esheath and esheath distal tip torn were confirmed per provided imagery. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description, 'unusual push force was observed whilst trying to push the ds with crimped valve through the esheath passed the partial expansion portion and mid section of the fully expandable portion. It was able to continue through with some additional push force'. Per the provided imagery, the sheath seam was fully expanded as designed. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. It is possible that patient factors such as vessel calcification or tortuosity may have contributed to the complaint event. However, as limited information was provided, a definitive root cause is unable to be determined at this time. Complaint description stated, 'upon removal of the esheath, it was observed a significant opening of the distal end and dissection of the esheath.' Per imaging evaluation, the sheath distal tip was torn. The failure mode is a characteristic of sheath tip tear events identified in a (B)(4). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined at this time. A product risk assessment and CAPA was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath.